Event description:
It was reported that an ilet user experienced persistent hyperglycemia after an infusion set and supply change, with cgm readings up to the mid-300s and a confirmatory fingerstick in the low-300s, while using a contact detach set on the abdomen and dexcom g7; the user suspected a leaking cartridge and performed another full set change with guidance. Symptoms included hyperglycemia, nausea, muscle weakness, anxiety, distress, and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.